Manufacturer narrative:
The following could not be completed with the limited information provided. Date of birth-ni, patient sex - ni, weight-ni, lot number-reported 41731900, expiration date ¿ ni, date implanted ¿ implantation was performed (B)(6) 2002. The actual date was not provided. Date explanted ¿ ni, (B)(6), PMA/510(k) number ¿ ni, device manufacture date - ni.

Event description:
It is reported that the patient was revised due to a fractured post on the articular surface implant.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Visual inspection of the returned articular surface exhibits delamination and the post has fractured off. Electron microscopy results reveled that there was significant damage on both condyles with more damage present on the medial side, also damage is not symmetrical on the condyles as the lateral side damage is positioned more towards the posterior edge. Both condyles appear to be damaged due to delamination and the damage apparently due to impingement is visible at the base of the post on the anterior side. Non-symmetrical patterns of delamination damage suggest a potential misalignment of the femoral and bearing surface possibly due to the bearing surface was rotated medially with respect to the femoral component causing increased anterior loading on the medial condyle (or) due to slightly bowed knee causing increased loading on the medial side. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: lps porous srf hdn fem sz d-lt catalog # 00599201431 lot # 77297700; all poly patella size 29 mm dia. Standard 8.0 mm thickness catalog # 00597206529 lot # 24966900; st por tib plt size 3 catalog # 00598203701 lot # 78970700; self-tapping bone screw 6.5 mm dia. 25 mm length catalog # 00511007025 lot # 24190100; self-tapping bone screw 6.5 mm dia. 30 mm length catalog # 00511007030 lot # 24472000; self-tapping bone screw 6.5 mm dia. 60 mm length catalog # 00511007060 lot # 24190700. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.